Event description:
It was reported that lead integrity alert was triggered due to oversensing and noise that could be reproduced via movement. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as sixteen ventricular nst<=210 ms average v-cycle between (B)(6)2009 and (B)(6) 2011 and one vf = 210 ms on (B)(6) 2008. Interference/noise was also observed as the ventricular short interval count v-sic=27.0 counts avg/day, in 17 days, between (B)(6) 2011 and (B)(6) 2011. Additionally, programmer data shows lead integrity alert triggered on (B)(6) 2011.